Manufacturer narrative:
E1: initial reporter facility name- (B)(6) university. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was leaking the following information was received by the initial reporter with the following verbatim chemo medication infusion began leaking at the filter.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10011865 and lot# 23109383 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional info.